Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the foreign matter remained because the reprocessing was not in accordance with the instruction manual. It was confirmed that the air and water nozzles were not deformed and the instructions for use (IFU) were not being implemented. From the results of component analysis, it was determined that the foreign material was cellulose fibers and organic silicone material. The cellulose fibers do not come from the scope, but may be fibers from gauze, towels, etc. Used in the surrounding area. Additionally, the organic silicone material may be pieces of broken rubber materials used in endoscope accessories (gaskets for air and water buttons, tubes used for cleaning, and tubes for water tanks). However, due to its diverse origins, it was not possible to specify it. We presume that the reason why the air and water nozzle were clogged with foreign material was that fibers such as gauze and towels used during reprocessing and organic silicone material became entangled in the air and water channel, causing the air and water nozzle to become clogged and the fluid was clogged without being drained. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following: 1) "inspect the air / water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "keep the air / water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope describes the following: 1) "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the bending mechanisms: move both the up/down and right/left angulation locks all the way in the ¿f ¿ direction to confirm that their respective locks are released. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop, and return them to their respective neutral positions. Confirm that the bending section angulates smoothly and correctly, that maximum angulation can be achieved, and that the bending section returns to its neutral position." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air and water supply volume did not meet standard value. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the play of the "up/down" knob was out of standard, due to wear of the angle wire, bending angle in the "up" direction was out of standard value, the control unit had a scratch and discoloration, the forceps elevator lever had a scratch, the "up/down" knob had corrosion, the suction cylinder was shaved, the air/water cylinder had corrosion, the scope cover had a scratch, the switch box had a scratch, the grip had a scratch, the universal cord had a scratch, the scope connector had a scratch, and the scope cover unit had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent solution. The customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle with detergent solution. The disinfectant used was kd-1. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air/water supply. The issue was found during preparation for use for a screening procedure that was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object was found in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material might have remained due to reprocessing not having been implemented correctly in line with the instruction manual. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air / water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air / water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.